Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the peritonitis was not reported; further described as probably iatrogenic (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). It was reported that the patient received all antibiotics prescribed. Seventeen days after onset, the patient was discharged from the hospital and was recovered from the peritonitis event. At the time of this report, extraneal and nutrineal therapies were withdrawn for two weeks and the patient was only receiving therapy with glucose 1.36% and 2.27% (not further specified). After two weeks, they will try to re-introduce nutrineal (no further details were provided). No additional information is available.